Event description:
It was reported that the patient was experiencing altered mental status and cellulitis. The health care professional was ruling out an infection. It was unk if any device troubleshooting was performed. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.